Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and the customer's blood glucose readings were 500 mg/dl. Customer has treated the blood glucose readings with a manual injection. No further information reported.